Event description:
It was reported that the patient's intrinsic rhythm is a junctional rhythm, 115 beats per minute. When the when the device is programmed aai, the device does not pace at rates above the patient's intrinsic heart rate. Atrial electrograms continue to march through without any visualization of a pacing attempt. However, when the device is programmed aoo, it does pace. The device was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.